Event description:
User experienced one pt with discrepant hcg results. Initial result gave 16.03 uiu/ml; repeat gave 15.80 uiu/ml. Next day sample was repeated twice resulting at 17.06 and 26.01 uiu/ml. Erroneous result was reported and corrected report posted. Pt not adversely affected. The field service representative was unable to determine a cause. Performance tests were performed.